Event description:
At 1900 aminophylline was started per dr's orders. Pt was to be infused at 25mg/hr. At 2100, pt was found with the aminophylline bag empty. There were 200 mg.s in bag to start infusion. Pt was therefore infused at 100 mg/hr. Pt did not exhibit any signs of distress.